Event description:
Event description boston scientific received information that this transvenous right ventricular lead displayed an out of range impedance, decrease in sensing, and increase in thresholds causing loss of capture. The xray revealed a slight dislodgement from the original implant position, however the location was still acceptable. The lead was replaced with another guidant model. The initial measurements with the new lead, which was placed in a similar location as the previous lead, were poor. The lead was repositioned several times in order to find acceptable lead mesurements.